Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passedthe dat test. Unit was received with intermittent button response due to flattened buttons dome switch. Keypad connector was fully locked. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call of being currently hospitalized for high blood glucose of 473mg/dl. The customer treated with an IV drip. Customer indicated that their doctor has been contacted and their blood glucose value was 402 mg/dl at the time of the call. Troubleshooting was performed and found that the pump was unable to complete the rewind process. The customer was advised that the device would be replaced and agreed to return the product for analysis.